Event description:
It was reported that the stretcher had oil spillage and an anesthesiologists slipped on the oil spilled from the stretcher, and received trauma to the hip, femur and left elbow. Further information was not provided.